Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). It was reported that the doctor was placing thoracic perc leads and the entire lead was lit up red when checking the connection in the wireless external neurostimulator (wens). This was a device issue when connecting a new lead to a new wens, all connections were red. The patient didn¿t experience an issue. The issue was a lead issue out of the box. After testing the lead connection in the wens, the lead was moved to the other side of the wens (0-7 to 8-15) and the lead connections were all still red. Rep opened a new lead and their were no issues at all. All connections were good on the same wens. The cause was not known. The issue was resolved. The device was in rep's possession. Will be returned.

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.